Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the results become available. Complaint histories for all reported events are reviewed against trending control limits, on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that a swan ganz catheter was unable to pace from the beginning of use. Since when the pacemaker was replaced, the problem was not solved, the catheter was replaced and the problem was solved. Information such as what kind of surgery or examination the catheter was to be used for or if the patient had cardiac conduction defect is unknown. Patient demographic information was requested but unavailable. There were no patient complications reported.

Manufacturer narrative:
It was previously reported that the device would not be returned. Device was eventually returned after multiple attempts were made. A product evaluation was completed with the returned bipolar pacing catheter. The reported event of pacing issue was confirmed. Continuity testing found that a short condition between proximal and distal circuits occurred in the catheter body. It was confirmed that the insulation of proximal lead wire was missing between 2 cm and 2.3 cm, 4.5 cm and 4.8 cm proximal from catheter tip. Insulation of distal lead wire was partially missing between 2 cm and 2.5 cm, 4 cm and 5 cm proximal from catheter tip. This condition allowed the leadwires to make contact and caused the short condition. The balloon inflated clear and concentric and remained inflated for more than 5 min. Without leakage. No visible damage was observed from catheter body, balloon, windings, and returned syringe. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Based on the available information and previous evaluations, there is no evidence that supports or confirms the failure mode is associated to a manufacturing/ design defect. 100% of the units the units go through a delamination inspection of the bifilar nickel magnet wire, a continuity test is performed for the distal and proximal electrodes, and for the wire insertion into the catheter tube. A final continuity test is performed to the electrodes. The instructions for use states provides the following warnings and precautions: this catheter requires special techniques for insertion and removal. Electrode dislodgement may result from pulling the catheter out through the percutaneous sheath. Avoid forceful wiping or stretching of the catheter during testing and cleaning as not to break the electrode wire circuitry. Since proper functioning of the pacing catheter depends on the electrical continuity of its electrodes and internal wires, care should be exercised when handling the catheter.

Manufacturer narrative:
It was previously reported that the device would be returned. Multiple attempts were made to secure return of the device however the customer has not responded nor sent the device back for evaluation. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. However, a device history record review was completed and documented that device met all specifications upon distribution. No corrective actions will be taken at this time.